Event description:
It was reported that a pericardial effusion and thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx laa closure device with delivery system were used. Prior to the start of the procedure, a pericardial effusion was noted with thrombus observed in the effusion area. The procedure was completed and an intra-cardiac echocardiogram and an echocardiogram showed the pericardial effusion had not changed. The patient was moved into recovery. Two hours after the procedure a right-sided pericardial effusion was noted. A pericardiocentesis was performed and the patient fully recovered.